Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000084 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a leak in the sheath was observed. Air bubbles have formed during insertion into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small due to a leak in the sheath. This prevented the healthcare professional from using the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the procedure was completed. There was no patient consequence reported. Additional information was received. Issue was noticed pre-op. The leak in the sheath was assessed as MDR reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-sep-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. Air bubbles have formed during insertion into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small due to a leak in the sheath. This prevented the healthcare professional from using the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the procedure was completed. There was no patient consequence reported. Issue was noticed pre-op. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-sep-2023 observed a fissure on the three-way stopcock valve. The biosense webster, inc. Product analysis lab became aware of the fissure on the three-way stopcock valve on 18-sep-2023 and have assessed this returned condition as reportable. The device evaluation was completed on 18-sep-2023 . The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following bwi procedures. Visual inspection was performed and a fissure was observed on the three-way stopcock valve, no issues were observed on the hemostatic valve. An irrigation test was performed, and water leakage was observed from the fissure. A device history record was performed for the finished device batch number, and no internal action were identified. The issue reported by the customer can be confirmed since the fissure on the three-way stopcock valve could be related to the leakage reported by the customer. The root cause of the fissure cannot be determined. An internal corrective action has been opened to investigate this failure mode. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).